Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that half height cubie drawer 3-1 had cubie pockets not detected on bus. The field service engineer was able to resolve the issue by replacing the retractor band. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation es system main pyxis drawer 3.1 failed. The customer stated that the malfunction occurred and they retrieved the necessary medications from other available stations and no harm or delay in patient care. There were no adverse events or injuries reported based on this event.